Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator was not working and the screen keeps blinking on/off. Site reboot the system but the issue persists. Tse checked logs and found nothing relevant. Tse asked caller to disconnect all cables and try to boot up the generator with the same issue and checked power cable and it was properly seated. Site did not have a third-party generator to continue with the surgery and decided to convert to lap. The procedure was completed laparoscopically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.